Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 2. (B)(4).

Event description:
Customer obtained result of 60 mg/dl on the accu-chek advantage system 1 in comparison to 181 mg/dl on accu-chek advantage system 2 within 10 minutes. No action taken on device result. No adverse event reported. New system sent to customer and return requested.